Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneutx bifurcated stent graft and its components were implanted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 22 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 170 mm. The proximal aneurysm neck was reported to be angulated, and there was a little tortuosity at the primary access site. The patient has a history of coronary artery disease, hypertension, peripheral vascular disease, cerebrovascular disease, and a previous percutaneous transluminal coronary angioplasty. It was reported that the stent graft was pulled down about 1 cm during deployment. A proximal endoleak was noted; therefore, a 28 mm diameter x 3.75 cm length aortic extender cuff was implanted. It was reported that a sheath was not used for insertion of the bifurcated stent graft, and that the physician pulled the device too hard. Final angiogram demonstrated no endoleak and exclusion of the aneurysm. No additional clinical sequelae were reported, and the patient is reported to be fine.